Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during the implant procedure, the lead exhibited high capture thresholds at multiple sites, the lead was not used and a new lead was implanted. There were no adverse consequences to the patient.